Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Water hose has debris build up and missing sleeve. Could not replicate the complaint of "overheating".

Event description:
While using a g136 scaler, the unit and inserts were overheating; no injury resulted.